Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm. A 5.0mm x 100mm x 150cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded, and it was bloody. The tip, balloon, markerbands, proximal bond, and inner/outer shaft were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 23mm in length. Inspection of the remaining device found no other damage or irregularities.

Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.